Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip nt instructions for use states that the device is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). The use in the tricuspid valve did not likely contribute to the reported delivery catheter (dc) shaft bend or difficulty positioning. All available information was investigated and the reported difficult to position and dc shaft bend appear to be due to a combination of patient morphology/pathology and user technique/procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed to report irregular movement with the clip delivery system (cds). It was reported that this was a tricuspid procedure with a pre-tricuspid regurgitation (tr) grade of 5. The first cds (70308u124) was advanced to the tricuspid valve; however, it was believed the cds was miskeyed due to irregular movement of the clip; therefore, the a knob was needed to steer the device, but the valve was hard to reach due to the anatomy. The a knob was turned further and it crossed the valve. At this point, diving was observed and it was too difficult to grasp the valve. The clip was then removed without any issues, and a bend in the shaft was noted. A second clip was then implanted in the valve successfully with a tr grade of 4. An attempt was then made to implant a third clip (70317u267); however, the cds could not reach the valve as the a knob was turned too much causing irregular movement which resulted in a bend in the shaft. The clip was removed without issue. A fourth clip was implanted without issue. The patient is stable. The final tr grade was 2. No additional information was provided.